Event description:
It was further reported that the vascular access of the target lesion was obtained via the femoral artery. The target lesion was severely calcified. The pressure and duration of the 1st inflation was 10atm/30sec and the rupture occurred on the 2nd inflation. The device was removed intact from inside the patient.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Lesion details are unknown. This 8mm x 3.50mm nc quantum apex mr balloon was used for post-dilatation of the promus element stent. The nc quantum apex balloon pressure would not increase properly around 8atm on the 2nd inflation. The device was removed from the patient and it was noticed that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).